Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Literature source: kobori I., katayama y., tamano m., use of a twin-channel endoscope for removal of a lumenapposing metal stent that migrated spontaneously after cystogastrostomy. Japan society of hepato-biliary-pancreatic surgery; 2022; 29(9): e86-e87.https://doi.org/10.1002/jhbp.1193. (B)(4).

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "use of a twin-channel endoscope for removal of a lumen apposing metal stent that migrated spontaneously after cystogastrostomy" by dr. Ikuhiro kobori, et al. According to the literature, an axios stent and electrocautery enhanced delivery system was implanted to treat an obstructive jaundice due to bile duct compression caused by a pancreatic fluid collection (pfc) during a cystogastrostomy procedure performed on an unknown date. The size of the pancreatic fluid collection in the body of the pancreas is 80x80mm. Four weeks post stent placement, the patient was asymptomatic when a computed tomography (CT) scan was performed and stent migration to the pancreatic fluid collection was observed. An endoscopy procedure was performed and showed that a fistula was formed between the gastric wall (posterior wall of the antrum), and the pfc was barely maintained. During the procedure, the scope could not be inserted into the pancreatic fluid collection. A balloon dilatation was performed to address the fistula and the scope was successfully inserted into the pfc. The stent was attempted to be removed using a normal endoscope and a radial jaw forceps; however, it failed. A snare and an alligator tooth forceps were also used, but it was unsuccessful. The physician changed the scope to a twin-channel endoscope and used two forceps and the stent was able to be removed from the patient.